Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powered on. A field service engineer replaced the power supply to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a station was unable to powered on. The customer stated that the malfunction occurred when user trying to issue medication to patient, but the user was able to retrieve medication from the pharmacy and there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.